Event description:
It was reported that the customer was vomiting and hospitalized due to high blood glucose of 543mg/dl. It was stated that the customer was experiencing high blood glucose for the past day. Troubleshooting was performed. The programming, time, and date were correct. Ran a fixed prime and high pressure test and the tests passed. It was stated that the customer had problems with the tape sticking. The customer called back and stated that her husband measures his glucose and it was 230mg/dl. Advised that the customer should consider changing the infusion set and site. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.